Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling had an unspecified malfunction. It was not reported if there were any delays in the surgical procedure or whether al spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearing was not functioning and defective. It was also noted that the device failed pre-test for check self holding, check for smooth running, clamping range, untrue running and gripping and power function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.